Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed a "high pressure" alarm was recorded multiple times. No discrepancies related to the complaint were found during visual inspection. A functional test was performed, and the reported issue was not confirmed. The root cause of the event was unable to be identified because the test results (the measured values) lied within the product specifications. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing and was returned to the customer.

Event description:
It was reported that there was an abnormal flow-rate accuracy. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.